Event description:
It was reported that the patient experienced worsening of procedural pain, spasms, and tightness around the ipg site. The patient went to the hospital and was given pain medications.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(6) model: sc-8336-50 serial: (B)(6) batch: 7084881

Event description:
It was reported that the patient experienced worsening of procedural pain, spasms, and tightness around the ipg site. The patient went to the hospital and was given pain medications. Additional information was received that the patient experienced pain at the ipg and lead sites since implant. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were kept by the medical facility.